Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a left ventricular assist device (lvad) internal fault associated with a communication issue. Although a specific cause for the lvad internal fault could not be conclusively determined, it was reported that the fault resolved with a brief driveline disconnect. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of cardiogenic shock and multi organ failure could not be conclusively established through this evaluation. Review of the submitted log files also confirmed multiple pump resets, which appear consistent with electrostatic discharge (esd) events. The submitted log files were reviewed and collectively contained data from (B)(6) 2020 through (B)(6) 2021. An lvad internal fault was active from (B)(6) 2021 through (B)(6) 2021 and was associated with lvad communication issue flags. The activation of the lvad internal fault resulted in the pump continuing operation at 5000 rpm. A total of 4 pump resets were captured on (B)(6) 2021 that appear to be associated with esd events. The pump otherwise operated at the set speed without issue. There were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, it was reported that no further information would be provided due to health insurance portability and accountability act (hipaa) restrictions. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09oct2017. (B)(6) was manufactured with the esd hardware improvement implemented in a corrective action. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ explains all system alarms, including the lvad fault, and the recommended actions associated with them. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, document 10006136, rev. C is currently available. Section 5 ¿alarms and troubleshooting¿ explains all system controller alarms and the recommended actions associated with them. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an "lvad fault" alarm on the system monitor. The patient's set speed was about 5800 rpm but the system monitor and system controller showed that it was actually 5000 rpm. The low speed limit on the monitor showed as "---". A log file analysis showed an ¿lvad internal fault¿, which occurs when there is a momentary loss of communication. The log also captured pump stop events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. This was linked to potential electrostatic discharge which temporarily caused the pump to stop and then restart as designed. Technical services advised the site to disconnecting the driveline and reconnect it, which resolved the alarm. The patient later decompensated at home after the alarm had resolved. He was eventually admitted in cardiogenic shock with multisystem organ failure. The patient remained hospitalized and in critical condition. The hospital expressed concern that the alarm was not audible to the patient, as the patient went 2 months before noticing the speed drop.